Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment did not illuminate on the uppermost rightmost led digit. Component d16 on the user interface board has a failed led segment resulting in the segment not illuminating. The user interface (d16) board was replaced and the unit functioned as designed.

Event description:
It was reported that the customer has just received his device back from masimo repair, and not one of the display segments will not light. Not used on patient since received back. No consequences or impact to patient.